Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that due to oversensed noise and low r-wave amplitudes, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks. Isometrics and pocket manipulations were successful in recreating the noise. The device was deactivated and the patient was hospitalized pending radiological imaging. Additional information received indicates that current imaging notes that the device position is not ideal. The physician elected to reprogram the device instead of surgically intervene at this time. The device was reprogrammed to the primary sensing vector with a 2x gain and smart pass off. The device remains in service and the patient will be monitored. New information received indicates that this device was explanted and replaced with a transvenous system.